Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported that there was frequently no or intermittent response by buttons press on all buttons on the insulin pump. Customer's blood glucose was 7.2 mmol/l. The time clock changed and the customer pressed the button slowly. The pump was not dropped or exposed to moisture. Customer stated that the keypad was not locked, the child block was off, and no alarm or bolus was in progress. There was no button error alarm in the alarm history. Customer used the proper batteries. Customer removed the battery for 5 minutes and the buttons were not okay. Customer was asked verbally and in written form to return the pump for analysis.